Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised because there was no bony ingrowth of the cup; however, it was not grossly loose.